Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of no delivery alarm while conducting a bolus. The customer's blood glucose level at the time of incident was 493mg/dl. The customer states their blood glucose level was high because they did not change the reservoir on time. Troubleshoot was conducted, the customer was advised to monitor the device and call back if alarm reoccurs.